Event description:
I used the product called fixodent and became disabled from the use of the product. I have developed a condition called neuropathy. I have lost feeling in both legs and have a lot of pain. I walk with the use of a walker and sometimes I use a wheelchair. I am totally disabled and have no balance. I used the fixodent for about 6 or 7 years. Had no idea that it could harm me in this way. I can't even drive myself to the doctor's office. I am sure that the product harmed me and I had no idea that it was a danger to me. I live alone and have a hard time just making some food to eat.